Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 700mg/dl which was treated with a bolus via the pump. Reportedly, the customer changed the pump supplies to address the issue.